Event description:
It was reported to boston scientific corporation in 2007 that a speedband superview super 7 was used during a band ligation procedure performed one month prior, (patient gender, age, and weight are unknown). According to the complaintant, during the procedure, there was poor suction efficacity of the device and unusual color post ligation. The procedure was successfully completed with another of the same device. No serious injury was reported.

Manufacturer narrative:
No consequences or impact to the patient - suction failure. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record revealed no issues that could be associated with this incident.